Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent open heart surgery for an aortic aneurysm and a valve replacement on (B) (6) 2010. The surgeon placed the drain in the pericardium. At that time, the pt's condition was stable. The drain functioned as intended for four days. On (B) (6) 2010, massive bleeding occurred at the superficial epigastric artery bifurcation near the xiphisternum during removal of the drain through its own puncture wound and the pt went into cardiac arrest transiently. The surgeon performed a re-operation. The bleeding site was cauterized with an electric scalpel and sutured. The pt's condition was "recovering now". The surgeon opines that the trocar of the drain contacted the vessel, but the drain adhered tightly to the bleeding site in the inserted chest wall and stopped the bleeding for a four day period.